Event description:
A malfunction alarm, specifically malfunction code 16, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to reset the pump, the issue persisted, leading to technical support deciding to replace the pump and the customer opting for multiple daily injections as a backup insulin therapy.